Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was replaced and the tube was worked on. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up when it was connected and the image jumped. No patient injury was reported.